Manufacturer narrative:
Patient identifier, age/date of birth, gender, and weight are unknown. However, patient over 18 years old. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4) - (intervention required to stop bleed.) The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a radial jaw 4 biopsy forceps was used during a gi biopsy procedure in the duodenum performed on (B)(6) 2011. According to the complainant, when the physician attempted to take the biopsy, a large piece of mucosa was removed. A bleed occurred which was treated by injecting adrenalin at the biopsy site and surrounding tissue. The procedure was completed with this radial jaw 4 biopsy forceps device. The account reported that the device was not tested or inspected prior to use. Additionally, no biopsy specimens had been obtained prior to this event. There were no post procedure patient complications reported as a result of this event.